Event description:
It was reported that there was a catheter complication; a hygroma developed at the catheter site in the spine with fluid collection/cerebrospinal fluid present. The hcp suggested that the pt hold a magnet over the pump to stop the infusion and cover with oral baclofen until the catheter revision could be done. The pt held a battery over the pump forcing the critical alarm to sound and called the MFR's rep questioning how to turn off the alarm. The concentration and daily dose of baclofen being delivered via the pump were not reported. Per the MFR's device tracking system, a catheter replacement was performed in 2008.